Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number. User facility medwatch report # (B)(4).

Event description:
User facility medwatch report received that states: "perclose being used to suture the artery, but it wouldn't bleed back, and it wouldn't flush either. Device removed from the field, and we got another one to use." Additional information: it was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional left atrial appendage closure (laac) procedure. Reportedly, pulsatile blood flow was not observed within the marker lumen of two prostyle devices. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 16f sheath and the laac procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture. After the procedure, an attempt was made to flush each of the obstructed prostyle marker lumens with saline; however, flow was not observed in either device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.